Manufacturer narrative:
The field service engineer performed maintenance actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with sodium (na) assay, potassium (k) assay and chloride (cl) assay on a cobas 6000 c501 analyzer. Na: initial result: 114 mmol/l. Repeat result: 144 mmol/l. K: initial result: 2.53 mmol/l. Repeat result: 3.97 mmol/l. Cl: initial result: 136.2 mmol/l. Repeat result: 104.2 mmol/l. The physician questioned the results as they did not match the patient's clinical picture and requested the sample to be re-tested. The patient's sample was then repeated. The repeat results were deemed to be correct as they matched the patient's clinical history.

Manufacturer narrative:
The na, kand cl electrodes' lot numbers and expiration dates were not provided. The investigation is ongoing.